Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-11297 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy procedure in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure, the device misdeployed. The bands deployed, but not onto the varix as intended. They went to use another speedband superview super 7 device, but the same issue occurred. No damage was noted to the device, or device packaging. There were no difficulties noted while setting up the devices. The procedure was completed using an injection device, and clips. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.